Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a pairing issue between the pump and the mobile application. No harm requiring medical intervention was reported. Troubleshooting was performed. The product return is not expected for analysis.

Manufacturer narrative:
Analysis summary: an attempt to reproduce the issue using iphone xs max (ios 16.0.3) device on app version 1.3.1 and pump 780g (sw 6.7) was made and it was not reproduced. Unfortunately, app log analysis was not enough to determine the cause of the issue, and the issue was also not reproduced on our side. Therefore pump traces were requested. Support tried to contact the customer but couldn't reach them. The communication with the customer was lost. The software performed as expected per specification - ble connect ios and android mobile software requirements specifications, 10938329doc. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inc9186655: patient unable to pair phone and mmm app / iphone 13 pro / ios 16, app ver 1.3.1 "we conducted two separate attempts to replicate the reported issue, but were unsuccessful in both cases. The first attempt involved an iphone 11 pro with ios 15.7 and minimed mobile version 1.3.1/1.3.2, paired with a 780g pump running software version 6.7v.3. This test was carried out by (B)(6). The second attempt involved an iphone xr with ios 16.0.2 and minimed mobile version 1.3.2, paired with a 780g pump running software version 6.7u. Viktoriia syniakova performed this test. The software did successfully adhere to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4) (item 3402296). Upon conducting a comprehensive investigation, we have determined that a potential cause of the issue may be related to a bonding problem. To assist with the resolution of the issue, we provided the helpline team with the following step to ensure that it is addressed effectively: user to update the application to 1.3.3 version and try again. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. The patient upgraded to app version 1.3.3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The product will not be returned for analysis.